Event description:
Customer reports that this unknown suture broke 1 week post operative resulting in an abdominal dehiscence. Pt was returned to the operating room for abdominal repair. Customer does not know the MFR of this suture.